Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department at that time. The strip lot #d130725-1 was manufactured on july 25, 2013 and expired on july 25, 2015. Because we are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause. The investigation results were sent to our importer.

Event description:
Our importer, (B)(4), received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 4:00am. Patient stated that she called paramedics because she was nervous, shaking and experiencing hot and cold feelings. Patient stated that the readings on the prodigy meter at the time of the event were 188, 194 and 309mg/dl. Patient's normal glucose as recommended by her doctor is 99-140mg/dl. Patient called paramedics and upon arrival they tested her blood glucose with their meter and she was not sure but thought that the reading was over 200mg/dl. Patient went to ER on her own. Patient stated that her glucose level upon discharge wqs 134mg/dl. The complaint product was not returned to prodigy. Prodigy requested a record review from the manufacturer for the suspect device.